Event description:
Device 2 of 2. See MFR report: 1627487-2012-10216. The patient was to receive two trial scs leads on (B)(6) 2012 (both devices being reported are from the same lot). It was reported high impedances were identified on lead "a" intraoperatively and a replacement lead was used to resolve the issue. It was also reported while attempting to insert lead "b" during the same procedure, the physician experienced difficulty removing the needle and stylet. The physician elected to remove lead "b" and trial the patient using only one lead.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned lead and stylet did not find any obvious signs of damage. There were some minor bends in the stylet due to handling. Mechanical testing of the lead found a curved stylet could be fully inserted. Destructive analysis of the lead stimulation end did not find any discrepancies with the leads stylet lumen. The observation in the field of stuck stylet could not be confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.